Manufacturer narrative:
An analysis was performed and the results are as follows: the ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear and fatigue at a fold. This cylinder had broken fabric threads. The other cylinder had broken fabric threads and bulging when inflated. Both cylinders have buckling folds. The reservoir and pump were not functionally tested due to the cylinder failures.

Event description:
It was reported that a request for warranty was sent to replace the patient's ams700 inflatable penile prosthesis replaced because the device is not inflating properly and showing fluid loss. No patient complications were reported in relation with this event. A pif was received indicating the device was replaced on (B)(6) 2018 due to fluid loss.